Manufacturer narrative:
Vyaire medical file identification: com-0000007411. A vyaire medical field service representative went onsite and evaluated the device. Original screen was defective, did not see flickering but touch screen was out of wack bottom was staring to fade. Technician replaced screen for new one and performed operational verification process. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that user interface module blacked out and would not power on, on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.